Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture." Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported right side "rupture." Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3a, a4, a5, a6, b5, d1, d2b, d4, d6a, h4, h6

Event description:
Healthcare professional reported a right side "rupture." Healthcare professional later confirmed that the event only affected the contralateral side and there is no complaint against the right device. Device has been explanted and replaced with a non-abbvie device.